Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and device had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event. D2b. Pro code (product code): qrb. This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of migration, inappropriate/inadequate shock/stimulation, implant pain, nausea, vomiting, swelling/edema, inappropriate device stimulation of tissue, change in therapeutic response, device revision or replacement was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site, radiating to the hip and down the left leg to the toes following a fall. It was also noted that a lump over the top of the ipg was mobile. The patients existing medical condition reportedly worsened when stimulation was active, causing shaking, nausea, and vomiting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.